Event description:
It was reported that the screen of this programmer stopped working. No adverse patient effects reported. This programmer was being returned. Product investigation confirmed the product allegation indicated by broken traces attributing to an unresponsive touchscreen is consistent with CAPA-00006695.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to frozen touchscreen. Logfiles were extracted and analyzed, where error code was recorded. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.